Event description:
It was reported to boston scientific corporation that a genesys hydrothermablation procerva procedure set was used in a hydrothermablation (hta) procedure performed on (B)(6) 2011. The patient is reported to be over 18. Exact age and weight are unavailable. According to the complainant, the patient was successfully treated during the procedure on (B)(6) 2011. However, the patient presented with upper right quadrant pain and 104 degree fever post operatively. The patient was admitted to the hospital on (B)(6) 2011 and diagnosed with post ablation endometritis. She was treated with IV antibiotics and discharged from the hospital on (B)(6) 2011. The patient is reported to be "fully recovered."

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation because it was disposed; therefore a failure analysis of the complaint device could not be completed. At this time, we are unable to determine the relationship between this device and the cause for this event. If there is any further relevant information a supplemental medwatch will be filed.